Event description:
Drive medical has received a complaint from the claimant on an incident allegedly involving a power scooter imported and distributed by drive medical. The claimant states that the claimant was thrown from the scooter while riding on the sidewalk which caused him to re-injure his left shoulder, rib cage, and right hip. We have reached out to the claimant to obtain further info regarding injuries. This MDR report is based on the info provided by the claimant and the device provider.